Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 54750014535, lot #: h5535115, ubd: 18-may-2027, UDI#: (B)(4). H3: product analysis of product: 54750014535, lot no:h5382573 - visual inspection confirmed one of the break off tabs of the screw has been bent from bend stress overload. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding an event which occurred during a posterior lumbar fusion procedure in a patient diagnosed with lumbar compression fracture. It was reported that after opening/unpacking the screw, the nurse reported that attaching the extender tab was tried, but the tab on the side of the screw was bent and could not be attached. The device was replaced with a new one, and the procedure completed successfully. The screws did not come in contact with the patient. Both reported screws were bent. The issue was noticed when the tabs were being attached. There was no patient symptom reported. There were no further complications reported regarding the event.